Event description:
Pt status post atb implant in early 2007. CT scan later revealed two broken sacral screws. Surgeon revised pt to posterior instrumentation. On an unk date, but did not remove broken screws.

Manufacturer narrative:
Device not explanted. No investigation could be performed, no conclusion drawn, as no device was returned.